Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the image blackout was identified. It is likely the result of charged-coupled device was not good; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the flex video scope to the service center for a separate issue. During the device analysis, the technical assistance center (tac) representative indicates that an image blackout was found. It was determined that the charged-coupled device needed to be replaced.  There was no patient involvement.